Event description:
The facility reported a flogard infusion pump that "does not function." It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The exact date of the event is unknown. Evaluation summary: the customer reported problem of a flogard infusion pump that ?does not function" was confirmed in the sample evaluation as a downstream occlusion alarm. The cause of the downstreal occlusion alarm was a broken door latch. Service replaced the door latch to fix the problem. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.